Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 926mg/dl and a large ketone level identified as dangerous. Reportedly, customer was using aspart insulin. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Tandem technical support made multiple follow up attempts to obtain release date; however no response received. Customer indicated issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.